Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, mild erythema was observed at the implant site and an infection was suspected. An echocardiogram and laboratory test were performed, however, infection could not be confirmed. The patient was hospitalized and intravenous antibiotic treatment was administered to resolve the event. No further intervention is anticipated. The patient was stable and will continue to be monitored.